Event description:
Vague report of channel a on an infusion pump being set at 20 ml/hr to administer either dopamine or levophed. Reportedly, no drops were initially seen in the drip chamber. The pump was then increased to 200 ml/hr and still no drops were seen in the drip chamber. The patient's blood pressure was decreasing. Therapy was continued using another pump. No patient injury resulted.